Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient was hospitalized, after having episodes of chest pain for 6 years and on (B)(6) 2014, underwent a coronary stenting procedure with implantation of a 2.25 x 28 mm xience xpedition stent in the mid left anterior descending (lad) artery. On (B)(6) 2016, the patient was rehospitalized and coronary angiography was performed. Restenosis was noted; however, it was unclear if there was in-stent restenosis or stent thrombosis. Medication was administered, as well as percutaneous coronary intervention. The patient recovered well and was discharged to home on (B)(6) 2016. No additional information was provided.